Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The target lesion was located in a shunt of an unspecified vessel. A 6.0mmx40mmx135cm sterling balloon catheter was placed in the lesion and on the 3rd inflation the balloon was inflated to 6 atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.